Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument and instrument data indicated that the cause of the falsely elevated glucose was over mixing. A co field service rep was dispatched to the account and corrected the malfunction. The instrument is operating within specs.

Event description:
A falsely elevated glucose result of 300 mg/dl was obtained. The result was reported to the physician. The sample was retested again and a result of 100 mg/dl was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument data indicates that the cause for the falsely elevated glucose was over mixing.